Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted there was a cut in the extension tube which led to a leak. It was reported that there was a leak or hole on the extension tube at or near the luer adapter. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur by clamping the tubing too close to the luer adapter. Clamping the extension tube close to the luer adapter can cause excess stress on the extension tubing which can lead to breaks/leaks in the tubing where it connects to the luer adapter. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: clamping repeatedly on the same spot could weaken the tubing and clamping near the adapter and hub should be avoided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the vascular catheter accessed for bloodwork (red lumen). At 18:00 in the pediatric ICU, on aspiration, blood was found leaked from the soft plastic lumen at the point where the hard plastic piece meets. The catheter had been placed for 11 days. The dialysis was stopped on november 18. Nothing unusual observed on the device prior to use. Cv line leaked when taking blood. Line clamped off and then later removed. Besides the reported issue, cracked was noted. Various IV tubing's, fuses, from nov 10 -18 dialysis was done. Unable to determine all the products utilized with the device. No excessive forced used on the device. Tego was utilized. There was no luer adapter issue. Alcohol and chg were the cleaning agents used on the device. The remedial action/intervention performed was cv line clamped and then removed. The reported product was not replaced. The vascular catheter was flushed and re-clamped above the site. There was no blood loss and blood transfusion was not required. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the vascular catheter accessed for bloodwork (red lumen). At 18:00 in the pediatric ICU, on aspiration, blood was found leaked from the soft plastic lumen at the point where the hard plastic piece meets. The catheter had been placed for 11 days. The dialysis was stopped on (B)(6). Nothing unusual observed on the device prior to use. Cv line leaked when taking blood. Line clamped off and then later removed. Besides the reported issue, cracked was noted. Various IV tubing's, fuses, from (B)(6) dialysis was done. Unable to determine all the products utilized with the device. No excessive forced used on the device. Alcohol and chg was the cleaning agent used on the device. The remedial action/intervention performed was cv line clamped and then removed. The reported product was not replaced. The vascular catheter was flushed and re-clamped above the site. There was no blood loss and blood transfusion was not required. There was no reported patient injury.